Manufacturer narrative:
The service technician inspected the power supply as per technical bulletin 776a and observed that the power supply in the iabp did not require replacement. The company representative checked the pneumatic performance service diagnostics, and ran the electrical safety tests. The customer placed the iabp unit in storage until the customer decided on repair. On (B)(6) 2012 the pump was removed from storage. A complete preventive maintenance with full calibration, functional testing, and safety check was performed on the iabp unit. The drive transducer (part number 0682-00-0076-01) failed calibration and was replaced. The batteries (part number 0146-00-0039) and safety disk (part number 0997-00-0985-01) were expired therefore, replaced. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while he was completing an unrelated field action (replacing the power supply); the unit generated an "electrical test fails code 54" (atm transducer calibration failure). No patient was involved.